Manufacturer narrative:
Device evaluation: neither the preloaded delivery system or the lens were returned at the manufacturing site for evaluation; therefore product testing could not be performed. A sample collection container was returned including a universal test chamber and a wipe. Particles were observed on the universal test chamber's surface that could be related to handling the device out of a controlled environment. Since a specific particle could not be identified as the cause of the complaint, it was not possible to determine the source of the particle and relate or not to the manufacturing process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. However, it was stated that the event occurred two (2) weeks ago. If implanted, give date: unknown, not provided; but was stated as two weeks ago. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign object on the intraocular lens (iol) inside the injector. The lens was implanted in the patient's eye, but the foreign object has been retrieved for evaluation. No patient injury reported. No further information was provided.